Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no leads were disconnected. The cause of the stimulation issue was possible lead migration. The patient was sent for x-rays. The patient did feel stimulation slightly when increasing. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that in (B)(6) 2019, the patient fell down. They hurt themselves when they fell, so they increased stimulation and could feel it then. But, as of (B)(6) 2019, they could not feel stimulation even after increasing stimulation up all the way; it was not working. The patient thinks the lead that goes down their leg may have become disconnected. The patient scheduled an appointment with their doctor for (B)(6) 2019 and requested a manufacturer representative (rep) be present. A rep confirmed they would take care of it. No further complications were reported or anticipated.